Manufacturer narrative:
Additional information: h3-device evaluation- lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found haptic torn and debris on lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.00 diopter, implantable collamer lens, tore/broke before/during loading. It was reported that the damage was noted after opening the vial, while removing from the vial. There was no patient contact. In the reporters opinion user error was the cause of the event. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.